Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned for evaluation.

Event description:
Allegedly, on (B)(6) 2012, the patient underwent the laparoscopic myomectomy procedure to remove the presumed uterine fibroid, in which the surgeon used three power morcellators. After the surgery she was found with sclerosing epithelioid fibrosarcoma throughout her abdomen. After aggressive treatment and therapy she died on (B)(6) 2015.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.